Event description:
It was reported that the pump touchscreen was unresponsive intermittently, and would sometimes trigger repeated inputs upon responding. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.